Event description:
It was reported that pump displayed malfunction alarm malf 0 no notable events occurring before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur, customer was advised to use multiple daily injections as backup therapy; cts arranged shipment of replacement pump.